Event description:
Beckman coulter access 2 system reported false negative troponin results -0.00 ng/ml - on six patients that were later repeated and resulted above the ami cutoff >0.50 ng/ml. It was determined that the root cause was due to no pack present on the system. All access platform systems have a design flaw that does not alert the user to when no pack or the wrong pack is being used for pt testing. It also allows the user to load a pack that has been in use on another system and therefore the test count is not correct. This too will cause erroneous but believable results with no reliable alerts to the users. This has been brushed under the rug and determined a customer error, therefore, it is not the responsibility of beckman coulter to fix. These events have not been reported to the FDA due to this mind set. Please make them do something to fix this. It has also occurred as false negative bhcg, psa, afp and more. This is even bigger than platform bias for accutni.